Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded during a reintervention procedure. The original implant (zfen procedure) was completed at a veterans administration hospital (location unknown) approximately 10 years ago. During the procedure, the left side was sealed with a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body graft (zfen-d) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The unknown zfen-d and unknown zsle were reported to be the devices that had type 1b endoleaks. An emergent repair case was completed on (B)(6) 2025 for an impending rupture due to the bilateral type 1b endoleaks. During the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used on the right to extend into the right external iliac. There was no issue with deployment, and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for twenty-four hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion of the right zsle-11-107-zt was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and femoral to femoral bypass) for the occluded right zsle-11-107-zt was completed, an above the knee amputation was complete (date unknown) and another bypass was completed (date unknown). The patient died on (B)(6) 2025. The focus of this report is the type 1b endoleak on an unknown type 1b endoleak on an unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) device placed on the right. The unknown device was implanted approximately 10 years ago during a zfen procedure and required repair on (B)(6) 2025. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to the manufacturer for evaluation; therefore, no physical examinations could be conducted. However, medical imaging was provided by the facility for expert physician image review. The imaging from before the secondary intervention, confirms that there were type 1b endoleaks on both sides ¿ one from the zsle into the right common iliac, and one from the zfen-d into the left common iliac. The zfen-d limbs were crossed over. The second set of imaging, from (B)(6) 2025, after the secondary intervention, shows that a second zsle had been deployed inside the first zsle, but the whole conduit (double zsles plus the external iliac artery) had occluded. No kinks or other device indications that would cause an occlusion were noted. Therefore, occlusion would almost certainly be due to spontaneous thrombosis, presumably due to the patient¿s general poor state of health. The occlusion led to a series of cascading problems, including attempted crossover bypass that also failed, then amputation, and ultimately, the patient¿s death. There is no indication on the CT scans from (B)(6) 2025 regarding intervention related to the type 1b endoleak on the patient¿s left side; however, there is no persistent endoleak in that location. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is distributed via a one-device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: 4 warnings and precautions. 4.1 general. ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perifgraft flow; and corrosion. 8 patient counseling information physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death final angiogram 1.postion angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kins and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., enoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Based on the available information, expert image review, and the results of the investigation, a definitive root cause was unable to be established. It is likely that the patient¿s condition/disease progression was a contributing factor to the reported event. The image reviewer verified the presence of a type¿ib endoleak associated with the unidentified zsle. According to the medical director¿s clinical assessment, the original repair had provided the patient approximately 10 years of stability; however, disease progression, likely involving dilation of the common iliac arteries, appears to have contributed to the development of the type¿ib endoleaks. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D6a: implant date - approximately 10 years ago. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded during a reintervention procedure. The patient had undergone a procedure approximately ten years ago where a william cook australia zenith fenestrated (zfen) device had been placed. On (B)(6) 2025 the patient underwent a reintervention procedure to treat bilateral type 1b endoleaks. One side was embolized and extended into the external iliac. One the other side an attempt was made to seal in the common iliac artery with a plan to use a cook iliac branch device later if needed, as this was not the emergent side. It was reported one side "went down". The physician attempted to salvage and open but was unsuccessful. A femoral-to-femoral bypass was completed and was unsuccessful. Another bypass (type unknown) was completed. The end result was an above the knee amputation. Initially, the patient's blood work did not show the patient to be heparin induced thrombocytopenia positive (hit). However, it was later confirmed the patient was hit positive. The patient was not doing well when the cook representative attempted to get details on the course of events. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the type 1b endoleak on an unknown device placed on the right side approximately 10 years ago in a fenestrated endovascular aortic repair (fevar) that required reintervention on (B)(6) 2025. Additional reports under manufacturer reference numbers (B)(4) will be submitted for this patient.

Event description:
Additional information was provided on 10dec2025 by the cook representative. The original implant (zfen procedure) was completed at the (B)(6) hospital (location unknown) approximately 10 years ago. During the procedure, the left side was sealed with a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body graft (0zfen-d) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The unknown zfen-d and unknown zsle were reported to be the devices that had type 1b endoleaks. An emergent repair case was completed on (B)(6) 2025 for an impending rupture due to the bilateral type 1b endoleaks. During the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used on the right to extend into the right external iliac. There was no issue with deployment, and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for twenty-four hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion of the right zsle-11-107-zt was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire was passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and femoral to femoral bypass) for the occluded right zsle-11-107-zt was completed, an above the knee amputation was complete (date unknown) and another bypass was completed (date unknown). The patient died on (B)(6) 2025 or (B)(6) 2025. The focus of this report is the type 1b endoleak on an unknown type 1b endoleak on an unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) device placed on the right. The unknown device was implanted approximately 10 years ago during a zfen procedure and required repair on (B)(6) 2025.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B2: date of death is either (B)(6) 2025 or (B)(6) 2025. Additional information: b2 outcomes attributed to ae, b2 date of death, b5, d1, h6: annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.